Event description:
The customer reported the collimator will not open or close. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator iris. System operates as intended.